Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display and inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, moisture was observed behind the display lens and in the battery compartment. A cloudy display screen was not observed. Unrelated to the original complaint, the battery compartment was found to be cracked on the side at the threads. A leak test was performed and a leak was identified at the battery compartment. The pump cover was opened and moisture was observed on the printed circuit board.